Event description:
A malfunction was reported by the customer, with a code displayed as malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support with resetting the pump, and no further malfunction occurred after the reset.